Event description:
A malfunction was reported on a customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, and they acknowledged this guidance.